Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5554 implantable pacing lead 2005 (B)(6). (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) and early battery depletion was suspected. It was further reported that there was unstable and varying thresholds in the right ventricular lead. The physician suspected that the patient's medication may have been a factor. The device was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.